Manufacturer narrative:
The device lot information was requested; however, not provided. The microstent remains implanted; therefore, no evaluation can be performed. Hyphema, elevated iop, inflammation, corneal edema, and blurred vision are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient had hydrus device implanted on or around (B)(6) 2022. The insertion appeared normal. On postoperative day-1 a small layered hyphema with an iop in range of 7 -11 mmhg and normal postoperative inflammation. Postoperative week-1 the patient presented with an iop of 40 mmhg with the hydrus microstent appearing to be in good position and no heme. Microcystic edema was present on the exam finding. Intraocular medication was prescribed for the reduction of iop and began steroid taper. Approximately 1-month post-op the patient¿s iop was 18 mmhg on one iop lowering medication and one steroid with rebound cells which was attributed to stopping the steroid too soon.